Event description:
It was reported that during a laparoscopic total mesorectal excision procedure, the surgeon opened a small incision and inserted a device to transect the rectum; the rectum is transected with no obvious abnormality. However, when the surgeon used a circular stapler and inserted transanally, it was found that there was no staple present in the distal end of the curved cutter resection margin. The surgeon then opened another device and tried to do the resection again. However, the device could not cut nor form any staples. The surgeon then opened a roticulator to staple the open end of the rectum and continue using the circular stapler for the anastomosis. The first device was discarded and the latter device was returned for product evaluation. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.